Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during that the patient presented for a routine generator change. During the procedure the physician noted that the insulation of the left ventricular lead exhibited visual defects. The physician repaired the defects using three suture sleeves. There were no patient consequences as a result of the procedure.